Event description:
It was reported that the system displayed a communication fail error during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty footswitch. Ge rep also upgraded the single board computer (sbc). System operates as intended.